Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricle high voltage lead had impedances greater than 200 ohms. Upon investigation, it was discovered that the rv/svc coil had fractured. The device was turned off and the leads remain in use. No patient complications have been reported as a result of this event.